Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 324-325 mg/dl with high ketones resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. Customer went to the emergency room (ER) and treated with saline and insulin fluids. The customer was released from the ER, 3 hours later, on (B)(6) 2021 at 11 pm. Customer did not sustain any permanent damage. A pump system check was performed and confirmed pump functioned as intended at the time of event, however, the customer reverted to an alternate method of insulin therapy due to loss of faith.